Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee arthroscopy on an unknown date and barbed suture was used. During the procedure, while the physician assistant was suturing the subcutaneous fat layer of the knee, the suture broke. The physician assistant completed suturing the incision with a different suture. There were no patient consequences reported.